Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No lot number was provided; therefore, device history record review could not be completed. Two product samples was received for evaluation. Visual inspection was performed and confirmed the reported issue. The manufacturing instructions for use were reviewed. The root cause of the reported issue was unable to be determined; however, the issue most likely occurred during customer use. Actions were taken to mitigate the reported issue: it was determined that no corrective action is necessary.

Event description:
It was reported that the eyelet broke when the customer was tying the new trach ties on. No patient injury or complications were reported in relation to this event.